Manufacturer narrative:
The device used in this case was not returned. All handpieces are released meeting all qa specifications. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating or inserting the minerva disposable handpiece. Excessive force applied during placement of the minerva disposable handpiece may result in tissue injury including perforation.

Event description:
This is a follow-up (duplicate) update to the previously reported event filed under (B)(4). During the sounding of the uterus, the doctor accidently perforated the fundus of the uterus with the uterine sound (manufacturer unknown). Perforation was appropriately detected during the uterine integrity test performed by the minerva endometrial ablation system and the case was aborted without application of energy. Minor bleeding noted at the perforation site was controlled using laparoscopic application of bi-polar rf energy. Patient was discharged without sequelae and/or extended hospitalization. No device malfunction. Minerva endometrial ablation system performed as intended by a timely detection of the defect in the uterine wall, preventing energy application and serious injury.